Manufacturer narrative:
Results: eleven unused samples in sealed packages were returned for evaluation. A visual/microscopic inspection revealed no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. Additionally, there were no signs of bends, cuts, holes, kinks, splits, wrinkles found in the catheter tubing, or the needle through the catheter. A simulated use test was successful and no delays in needle retraction were observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7097679. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that the needle of a 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter failed to retract after use. There was no report of injury or medical intervention.